Event description:
Patient self tester alleging unexpected high results. Inratio 5.8 repeat five minutes later 3.5. Patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.